Manufacturer narrative:
After battery installation, the down keypad button was not working. After swapping the boards into another case, the problem resolved itself and seems to be isolated to the keypad and flex cable. Unable to perform displacement, and self tests due to the keypad anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. The customer stated that numbers was ramping on their own. Customer stated that the scroll bar was moving with no input. Customer reported that the insulin pump was exposed to a change in altitude. Customer stated that block mode was inactive. Customer stated an alarm was not in progress at the time the button was unresponsive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis